Event description:
Skull perforator didn't stop drilling after perforation of the bone. Additional patient information: patient with tumor in cerebellum. Due to malfunction surgeon created a little hole in the dura and also a small hole in the cerebellum. Some bleeding has to be stopped and he used the hole as an entry point for further operation. Patient shows no harm after operation and no further harm is expected by the surgeon. Only a little blood loss and no transfusion.

Manufacturer narrative:
Investigation results: visual investigation: since that date, it has already been reground three times. The repairs were on: 18.12.2019; 15.07.2020; 07.12.2020 the trepan was inspected and it was found that the cutting edges of the inner cutter and outer cutter are damaged. There are severe impact marks visible on both cutting edges. However, no malfunction of the trepan was observed during the functional test. The trepan releases properly and does not continue to run, releasing at the correct time. Corrosion and pitting is visible on the locking head from the stem. The trepan needs to be reground. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb302r-cranial perforator 9/12mm hudson shank. According to the complaint description, the skull perforator didn't stop drilling after perforation of the bone. Patient is a male of (B)(6) years with tumor in cerebellum. Due to malfunction surgeon created a little hole in the dura and also a small hole in the cerebellum. Some bleeding has to be stopped and he used the hole as an entry point for further operation. Patient shows no harm after operation and no further harm is expected by the surgeon. Only a little blood loss and no transfusion. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. A similar us code for the task d2 was used. The adverse event / malfunction is filed under aag reference (B)(4).